Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tl60 instrument was fired once without problems. A tr60 reload was inserted and the instrument was fired again. The device made a sound that did not seem normal. The staple line was checked and it was found that no staples had been fired. There was no consequence to the pt. The rep will return the reload involved and will also check to see if the original instrument is available for analysis. Also the rep will return other reloads from the same lot number for testing.